Event description:
It was reported that, the sales rep had not ordered the insert and realized this after the patient was anesthetized. The anesthesia was awakened, and about 3 hours later, the patient entered the operation room again and the surgery was completed.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material manufacturing or design related problems were found during the investigation. Based on the investigation the root cause is determined to be user-related, as the component was not ordered. The complaint does not involve any device malfunction. However, to further prevent a recurrence, the sales rep will conduct a physical check with the dealer by the day before. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the sales rep had not ordered the insert and realized this after the patient was anesthetized. The anesthesia was awakened, and about 3 hours later, the patient entered the operation room again and the surgery was completed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.